Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the single use aspiration needle had needle malfunction. The event occurred during an endobronchial ultrasound (ebus) diagnostic procedure. It was reported that the sheath of the needle produced an "accordion" effect, which was probably caused by the bent needle inside the sheath. The customer reported that it was impossible to push the needle through the scope. The procedure was completed using similar device (periview flex). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was not returned in its original packaging. The stylet as well as the stopper was not returned with the aspiration needle. The handle section appeared to have no signs of physical damage as there are no cracks or chips observed on the handle, needle slider, or aspiration port. Furthermore, it was observed that a portion of the sheath towards the middle was severely bent and kinked. There was also heavy indications of dried foreign residue inside the sheath which is consistent with use. During the device evaluation, the needle slider was pushed in the distal direction to fully extend the needle, a test caliper was used, and the needle length measured at approximately 18 mm. As per instructions for use, the needle should extend to a maximum of 20 mm. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the customer¿s issue was due to mishandling as the sheath was severely bent and kinked. Additionally, there was dried foreign residue inside the sheath which is consistent with use. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿do not push in the needle slider abruptly or pierce tissue with excessive force. The needle could extend from the distal end of the sheath abruptly and potentially result in perforation, excessive bleeding, and/or mucosal damage. It could also damage the endoscope or the device itself.¿ ¿extend the needle slowly. Failure to do so could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage.¿ ¿do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly.¿ ¿use care not to deform the needle when inserting it into the endoscope as the distal end of the needle is flexible. If the needle deforms, do not try to straighten because it could break. Use a new device if necessary.¿ ¿do not coil the insertion section with a diameter of less than 15 cm. This could result in damage to the insertion section.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).